Manufacturer narrative:
Patient information is unknown. UDI: (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a hand case on (B)(6) 2017, the 1.1 drill bit broke in half on the power driver. The broken half of the drill bit could not be found; however, an x-ray of the patient revealed nothing of consequence. Concomitant device: power driver (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).